Event description:
Complainant alleged that while attempting to defibrillate a pt. The device displayed a "pacer fault 117" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.